Event description:
It was reported, there was a fading sensation. It was noted, the stimulation "seemed to come and go", it faded in and out. It was reported that on (B)(6), the patient hit the neurostimulator really hard and about a day later she stopped feeling stimulation. It was noted when the patient felt stimulation it was in the same location as before the trauma. It was logged that when the patient was on her back she felt stimulation, then it faded out. It was reported when the patient was standing she did not feel stimulation. It was noted impedances were good at 1157 and 1004 ohms, and when standing they were 1113, and 1003 ohms. Additional information received reported an x-ray found the leads were still connected. It was noted no malfunction was seen and no cause of the issue was determined. It was also noted there were no interventions taken or planned. It was logged the patient was able to receive effective therapy.

Manufacturer narrative:
Product ID 3998, lot# v587363, implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 3708240, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708240, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).